Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed pump error 49 and pump error 23 one after the other. The customer was no longer able to connect the transmitter and meter. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed full functional testing including displacement test, rewind, prime seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. The insulin pump was monitor and no unexpected post-reset ram crc alarm or history pointers failed alarm noted after battery insertion. The insulin pump was uploaded using carelink pro, carelink pro listed all test data and no history anomaly noted on carelink pro. The insulin pump communicated properly with test blood glucose meter; the blood glucose value on the meter was displayed on the pump screen. The insulin pump passed self-test. The insulin pump communicated properly with a test guardian 2 link and the glucose sensor simulator. The sensor feature functions properly. No sensor calibration anomaly noted. The insulin pump had scratched case, pillowing keypad overlay and missing serial number label.